Event description:
It was reported that this patient's implantable pulse generator was having oversensing of an unknown noise and impedance spikes on the right ventricular (rv) channel. This patient is pacing dependent and reported light headedness, dizziness and passing out 3 times, without having any injuries because of it. These symptoms were a result of pacing inhibition and asystole greater than 2 seconds due to the mentioned issues. The patient was received in the clinic and evaluation could reproduce the noise in both bipolar and unipolar configuration, unipolar presented worse noise. An x-ray was performed and a subclavian crush was suspected. The lead was reprogrammed at the moment and scheduled for revision. Eventually, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, based on clinically-observed high impedance measurements, this lead may be damaged, possibly due to entrapment in the clavicular/first-rib area. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient's implantable pulse generator was having oversensing of an unknown noise and impedance spikes on the right ventricular (rv) channel. This patient is pacing dependent and reported light headedness, dizziness and passing out 3 times, without having any injuries because of it. These symptoms were a result of pacing inhibition and asystole greater than 2 seconds due to the mentioned issues. The patient was received in the clinic and evaluation could reproduce the noise in both bipolar and unipolar configuration, unipolar presented worse noise. An x-ray was performed and a subclavian crush was suspected. The lead was reprogrammed at the moment and scheduled for revision. Eventually, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.